Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary duct during a dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted while withdrawing the device from the bile duct, the black rx tunnel detached into the scope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results: a visual examination of the returned complaint device found the balloon was fully covered with the protective sleeve. No damage was found on the catheter of the device. It was noted that the rx tunnel of the device was noted to be loose; therefore, the reported event of the rx tunnel being detached is not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary duct during a dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted while withdrawing the device from the bile duct, the black rx tunnel detached into the scope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event.